Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 54.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.0-12.0cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 10.5-15.2cm from the distal tip. The re conductors were fractured at this location. Internal insulation abrasion was noted at 41.0-42.3cm and 45.0-46.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 2.0-2.2cm, 4.8-5.1cm, and 5.8-6.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.9-6.2cm from the distal tip. The rv conductors were abraded and fractured at this location.

Event description:
This report is to advise of an event observed during analysis.